Manufacturer narrative:
Initial reporter name and address: reporter phone number: (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator had a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the (fse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.